Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the returned device found a longitudinal tear on the balloon. Additional information: another fortrex device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during balloon inflation with the fortrex, longitudinal burst occurred at the balloon. The device was prepped per the instructions for use with no issues identified. The event was observed at an inflation pressure of 20rbp. No resistance was e ncountered when advancing the device, and no excessive force was used. The procedure was completed by removing the whole system. There was no patient involved.